Event description:
During review of a (B)(6) male pt, zoll lifecor customer support discovered a problem in the pt's flag files. Numerous "check belt" messages were seen in the data. Support contacted the pt to arrange the return of the suspect monitor. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) is currently underway. The reported problem ("check belt" messages) has been confirmed. A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective monitor.